Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent original two-level procedure, utilizing the s-lok pedical screw system, on (B)(6) 2013 in (B)(6). The patient subsequently presented with pain in his lower back and radiographs showed evidence of a broken pedicle screw. Revision was performed, on an unknown date, during which the broken screw was removed.